Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks. Review of the episodes demonstrated noise on the ventricular rate/sense channel. This noise could be reproduced with arm movement, and pacing impedance had dropped to below 200 ohms (from 670 ohms at implant). The physician invasively evaluated the device/lead connection, but all appeared normal. Following several months of reprogramming attempts and continued inappropriate episode generation, the physician elected to explant and replace this transvenous defibrillation lead with a similar guidant lead. No additional complications were reported, and this ICD remains in service.